Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing blood glucose (bg) levels in the 300 mg/dl range. Reportedly, the customer believed that not enough insulin was being delivered. A system check was not performed, as tandem technical support was not contacted at the time of the issue. The customer was instructed to consult with the healthcare provider regarding bg levels.